Event description:
(B)(4). Heavy periods that wouldn't stop, metalic taste and smell, cramping, bloating, sever headaches, pelvic pain with cycle, passing clots.

Event description:
#Medwatcher #followup1 #fdamw5037822 (B)(4). Dental issues have arisen. Sensitive teeth, reseeding gums, softened teeth.

Event description:
(B)(4). Sever pelvic pain even off cycle.